Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges per FDA report number mw5068067, his heating pad caught on fire. There was not a report of personal injury with this incident.